Event description:
New information received on (B)(6) 2021 indicating that the patient had magnetic resonance imaging which caused the device to into backup vvi. The patient experienced fatigue due to the backup operations. The patient presented in clinic for follow up and a device download was performed and normal device function was restored.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited backup vvi operations with backup defibrillation deactivated.

Manufacturer narrative:
Further information was requested, but not yet available.